Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical coporation for evaluation. The customer's report was observed during review of clinical logs. The device was put through extensive testing including full functional testing without duplicating the report. The device was recertified and returned to the customer. The battery and other accessories were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.